Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Siemens guided the customer to align the server 3 (sp3) probe and reagent 5 (r5) probe, clean the naoh r5, and run a full check. Contributing factors such as sample integrity and/or required maintenance for server 3 probes cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00352 was filed in conjunction with this report.

Event description:
A discordant, falsely depressed carbon dioxide patient result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 1500 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient result.